Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the screen displaying the wrong cumulative time for backup battery usage was confirmed. The returned 11v backup battery displayed 0 minutes for cumulative time. It had a bent pin 1 (lcs_black). The pin was bent back in place and the battery performed as intended. The cumulative time issue was resolved after the pin was readjusted. The returned system controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The root cause for the reported event was a bent pin 1 in the backup battery. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient's controller screen displayed the battery, cumulative time (0 minutes), and that the controller should be replaced in 31 months. Patient was provided with new system controller and sent back the old one. Internal backup battery was also replaced on (B)(6) 2020 and sent back.